Event description:
A customer reported experiencing high blood glucose levels, although the specific value was unknown as it was displayed as "high." Cause was not known. The customer addressed the issue by administering a correction bolus via their pump. The customer reverted to an alternate form of insulin therapy.